Event description:
A zoll dist returned electrode belt sn (B)(4) indicating that the belt was unable to communicate with a monitor.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) was completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation, the electrode belt failed incoming testing. The cause for the failure was isolated to corrupt programming of processor u713 on the distribution node pca. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the defective electrode belt.